Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a detached sensor wire on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient was unable to locate the sensor wire upon its removal. On (B)(6) 2016, patient went to the doctor's office and the patient was sent for an ultrasound. Sensor wire was still present in the patient's arm. Patient stated that no surgery would be performed and no further treatment was required. No product or data was provided for evaluation. The reported event of detached wire could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4)

Event description:
The sensor was returned for evaluation a visual inspection was performed and the sensor wire was missing from the sensor pod and and seal carrier. One conductive puck is missing from the seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The customer complaint was confirmed. A root cause could not be determined.